Event description:
It was reported that during a gastric band procedure, as the surgeon was inserting the band through the trocar, the suture loop came off along with a piece of silicone from the tab. The surgeon used a new device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Date sent: 08/11/2008. Information anticipated, but unavailable at this time.